Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems and recurrence. It was reported that patient underwent corrective surgery on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to mixed urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, recurrent urinary incontinence, urinary frequency, urinary urgency and vaginal dryness.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4) it was reported that following insertion the patient experienced nocturia and post-void dribbling.